Event description:
It was reported that during a ptca/stent procedure in an lad lesion, the stent would not cross. An attempt was made to remove the delivery system, but upon teaching the femoral sheath site the system could not be removed. The pt was sent is stable condition for removal of the stent delivery system and CABG. It was reported that the stent came off of the delivery system in the femoral artery, but was not retrieved during the surgical procedure. No post-operative info on the pt was available.